Manufacturer narrative:
Due no product return for evaluating, the complaint could not be confirmed, consequently, there is insufficient information to determine root cause. Per manufacturing documentation review the complained device met specifications upon release to distribution.

Event description:
It was reported that dyonics 5.5 mm elite acromioblaster burr presented metal shavings. No patient injury reported.